Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) . It was reported that the post-operative CT scan showed lead to be superior to planned target. It was reported that bilateral device lead placement was performed on (B)(6) 2018 using clear point procedure. The post-operative scan showed the lead had pulled out of targeted region and was superior to planned target. The patient was returned to surgery and the left brain lead was removed and replaced using o-arm to confirm final placement prior to leaving the operating room (or). The issue was resolved at the time of the report. No known environmental/patient factors that may have led or contributed to the issue were reported. No further patient complications were reported/ anticipated as a result of this event.